Manufacturer narrative:
Event took place in france. Based on analysis, risk assessment, risk profile and clinical monitoring this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency. This product analysis was carried out on the basis of all the information provided and the internal review at pajunk. Based on analysis, risk assessment, risk profile and clinical monitoringthis file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Patient on day 1 of an operation, under epidural analgesia, increased pain from 11 am. At 2:30 p.m., the patient describes a 7 on a 1 to 10 scale of pain, the epidural catheter is found in the bed after the line has been filtered. I notified the referral anesthetist for the urodigestive service, who came to change the filter and readapt the catheter. At 4pm, the patient was feeling comfortable and could be mobilized. Second event of this type in the department within 1 day of each other. Consequence: risk of epidural catheter infection, loss of chance in postoperative pain control.

Manufacturer narrative:
Event took place in france. The facts of the case, relevant tests are currently in process. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn# (B)(4). Patient on day 1 of an operation, under epidural analgesia, increased pain from 11 am. At 2:30 p.m., the patient describes a 7 on a 1 to 10 scale of pain, the epidural catheter is found in the bed after the line has been filtered. I notified the referral anesthetist for the urodigestive service, who came to change the filter and readapt the catheter. At 4pm, the patient was feeling comfortable and could be mobilized. Second event of this type in the department within 1 day of each other. Consequence: risk of epidural catheter infection, loss of chance in postoperative pain control.